Manufacturer narrative:
Covidien reference number (B)(4). Customer replaced graphical user interface (gui) to breath delivery (bd)cable and event has been corrected. Covidien was not authorized to conduct the repair.

Event description:
It was received information stating that an 840 ventilator had a loss of communication. The ventilator was not in use on a patient at the time the event occurred.